Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder repair surgery the screw broke. No piece broke off; it was more a crack in the screw. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the suture anchor, peek corkscrew® ft, tripleplay®,5.5 x 14.7 mm with two #2 fiberwire® and one #2 tigerwire®, identified that the 5.5mm peek corkscrew was cracked/broken in the middle along its overall length. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.